Event description:
It was reported that t portion was broken outside of the patient and all fragments were retrieved. It was confirmed from reporter that guidewire might have slightly bent due to patient hard bone during right intertrochanteric fracture for intramedullary (im) nail insertion, after placing guidewire into the neck and head, and drilling with appropriate 11mm drill bit and 6-10 step drill the surgeon used the tap/reamer to tap because the patient had hard bone. On removing the tap/reamer, the end of the tap became logged on the nail inside the lag screw opening. The surgeon attempted a forward and backward screwing motion. Surgeon requested a mallet to hit against the handle but was unable to dislodge the tap/reamer. On approximately the second strike against the handle the t portion came off. The surgeon attached a vice grip to the shaft portion that was remaining and tapped it out with the mallet. The lag screw was then inserted and the fracture was compressed in the appropriate fashion. Surgery was successfully completed with 10 minute surgical delay,patient/status outcome was fine. No allegations were reported against lag screw. It was confirmed that same parts were used to complete surgery. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery completed and surgeon satisfied with outcome. It is possible that the wire may have skived in the femoral head when it was placed thus causing the tap to bind within the nail.